Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received. Per visual inspection, the back panel was not secured correctly to enclosure, air detector bracket was underneath the back panel. The return tube was cracked and there were signs of fluid ingression on the printed circuit board (pcb). The metal latch that locks the air detector door in place was broken due to the spring failing. The top socket thermistor was not seated correctly (it was up too high). Per functional testing, after about five (5) minutes of running the over temperature alarm sounds. The complaint was confirmed. The root cause was water leaking onto the pcb board from cracked return tube resulting in over temperature due to design. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube and pcb on the tower. Replaced the mount block assembly on the air detector, o-rings and fan guard for preventative maintenance (pm) and re-seated the top socket thermistor and calibrated device. The device passed all functional and delivery tests.

Event description:
It was reported that the over temp alarm continued to alarm even after changing the potentiometer for display and over temperature. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.